Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) and was in the intensive care unit. The patient had to be externally converted as the device was undersensing the vt based on device programming. Additional information from the local field representative has been requested. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Subsequent information indicated that programming changes were made to the device but the local field representative was unable to recall specifically what was changed. No further complications were reported.